Event description:
Additional information was received as follows: the cut-down to remove the delivery system added 30-45 minutes to the overall procedure time. Vessels were moderately tortuous and calcified. Infra-renal neck was barrel shaped over a length of 55 mm and it was 26-29 mm in diameter. Renal angulation was 23 degrees. Terminal aorta is moderately calcified and measured 23 mm in diameter. The right access vessel was heavily diseased with lumen reduction due to calcific encroachment, lumen diameter appears to be about 7 mm in diameter. The left femoral was 9 mm in diameter. The right iliac artery was 17-18 mm in diameter while the left iliac artery was 12-14 mm in diameter. Review of non-contrast pre-implant cta shows an oblong shaped proximal neck; approx 28 - 32mm in diameter, which is moderately angulated and calcified. Implant angio shows that the suprarenal stents appear normal as retained within the spindle; the tip is biased against the left side of the suprarenal aorta. Images during release of the suprarenal stents were not provided. After the spindle is recaptured, and positioned above the stents, there appears to be a single suprarenal stent apex which has been pulled down and infolded within the stent graft, and is also likely attached to another (non-adjacent) suprarenal apex. No obvious stent fracture can be seen, and no endoleak was seen at the completion angio after removal of the delivery system which showed the stents still entangled. The cause of the entanglement cannot be determined; likely anatomy and/or user related. Cta post-implant was not provided for review. The delivery system was returned and its evaluation has been completed. The sheath was folded to fit into the small shipping box. The stent graft was not returned as it was reported to have been deployed in the case. The slider was retracted 1cm with corresponding 1cm gap between the graft cover and shoulder of the taper tip. The spindle was not fully recaptured into the spindle tube. The backend wheel was returned rotated all the way back in the recapture position. There was severe kinking and buckling on the distal end of the graft cover. The deformed area extended 2cm from the edge of the graft cover. During evaluation, the external slider and thumbwheel moved smoothly over their respective threads. The damage to the distal end of the graft cover prevented the tapered tip from reseating fully and smoothly with the graft cover. It is most likely the taper tip was retracted at angle that prevented reseating the tip into the stent graft. This damage and inability to recombine may have led to the removal difficulties, which is likely anatomy related.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not received. 40 degree angulation in the proximal neck. After recapturing the spindle into the sleeve above the supra-renal stents there was difficulty removing the delivery system and two of the suprarenal stents appeared to have infolded and snapped. A reliant balloon was required to move the delivery system past the supra-renal stents. When trying to remove the device out of the iliacs the device appeared stuck. A further cutdown was necessary to remove the delivery system. Upon removal of the delivery system the top end of the catheter below the tapered tip had completely buckled. On the final angio run after ballooning and deployment of the contralateral limb everything looked good. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (unknown cause of event), evaluation, conclusions: (unknown cause of event).

Manufacturer narrative:
Method: films. Results: removal difficulty, tortuous and calcified vessels/aorta. Conclusion: tortuous and calcified vessels aorta.